Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
Inserted the side screw on the most distal, but the screw was collapsed to posterior on the nail by angio after suturing. So as additional treatment, removed the screw with same procedure.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
Inserted the side screw on the most distal, but the screw was collapsed to posterior on the nail by angio after suturing. So as additional treatment, removed the screw with same procedure.